Manufacturer narrative:
(B)(4). Date sent to FDA: 09/01/2020. Additional h6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that a patient underwent a gynecological procedure in 2001 and mesh was implanted. The patient experienced pain, urgency, occasional utis and recurrent stress incontinence. The patient was provided with antibiotics, topical oestrogen ialuril, pentosan, botox, anticholinergics and mirabegron in past 4 years. The surgeon opined that they were unable to prove whether symptoms are related to the mesh but the patient was adamant for removal. The mesh was removed laparoscopically on (B)(6) 2020 with concurrent colposuspension. No further information was provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/ concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Describe any medical/ surgical intervention including dates and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, urgency and occasional utis. The patient is requesting removal. Additional information has been requested.